Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, after the microcatheter (subject device) was placed at the lesion site, a coil was advanced through the catheter and became stuck. The physician attempted to remove the coil; however part of the coil remained in the microcatheter, therefore the coil and microcatheter were removed together. The microcatheter was reported to be torn approximately 6.0 cm from the tip and when the physician stretched the torn section the microcatheter had separated into two pieces. No patient complications were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the distal tip of the catheter was present and there was no evidence of a break. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the coil embolization procedure, after the microcatheter (subject device) was placed at the lesion site, a coil was advanced through the catheter and became stuck. The physician attempted to remove the coil; however part of the coil remained in the microcatheter, therefore the coil and microcatheter were removed together. The microcatheter was reported to be torn approximately 6.0 cm from the tip and when the physician stretched the torn section the microcatheter had separated into two pieces. No patient complications were reported.